Event description:
Journal reference: kessler tm, madersbacher h, kiss g. Prolonged sacral neuromodulation testing using permanent leads: a more reliable patient selection method. Eur urol. 2005;47(5):660-665. To assess the effect of prolonged sacral neuromodulation testing using permanent leads comparing the usual evaluation period of 4 to 7 days to a prolonged eval period of a minimum of 14 days. Reportable vent: in one patient, routine radiological follow-up revealed a totally displaced, not activated lead which was not explanted as the patient was completely asymptomatic.